Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly implanted lead had high pacing lead impedance >3000 ohms. The lead was explanted and replaced. The procedure was completed successfully. The patient was stable.